Event description:
It was reported via a clinical report form from the post-approval stealth registry that during an orbital atherectomy (oa) treatment procedure, a non flow-limiting, class c dissection occurred post-atherectomy. The target lesion was located in the sfa. The tasc classification was unknown. It was 150mm in length, 100% stenotic, and was severely calcified. The physician used a stealth solid crown 1.25mm for 6 runs: 3 runs at low speed for 25, 15, and 25sec, 2 runs at medium speed for 15 and 30sec, and 1 run at high speed for 30sec for a total run time of 2min,20sec. Post intervention stenosis = 90%. He then treated via angioplasty with a 4x220 balloon and a 6x150 balloon at 4atms for 4mins each with post-angio residual stenosis of 70%. A 6x150 cordis smart stent was then positioned and post-dilated at 4atms for 4mins with a residual stenosis of 30-50%. No other lesions were treated during this procedure. A non flow-limiting, class c dissection was noted in the sfa and was resolved in the lab via stent placement. The patient status remained stable during this procedure.

Manufacturer narrative:
Device analysis: the device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record could not be reviewed as the lot number is unknown. The root cause for the reported event is unknown. (B)(4). Eval summary: the device was discarded by the facility.